Event description:
Journal article (abstract) received: closed retrograde retrieval of the distal broken segment of femoral cannulated intramedullary nail using a ball-tipped guide wire. Authors: sreenivasulu metikala, raizuddin mohammed: indian journal of orthopaedics. 45(4):347-50, july 2011. Synthes is not mentioned in this article, it is unknown if this is a synthes device. Article is about a technique with a ball-tipped guide wire for removing the distal fragment of broken femoral intramedullary nails. It was reported 8 patients had broken femoral nails. The nails were removed, and exchange nailing took place and successful bone union took place in 6 months. This complaint is on the broken nails. Part is unknown screw. This is 3 of 3 reports for (B)(4).

Manufacturer narrative:
This device used for treatment and not diagnosis. (B)(4). The investigation could not be completed; no conclusion could be drawn, as no product was received.